Manufacturer narrative:
Result: main footboard module.

Event description:
It was reported by service report that the footboard not working properly. No pt involvement or adverse consequences are reported.